Event description:
Physician reporting rupture of the left device diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as fold flaw opening. Additional observations: ¿ no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Physician reporting rupture of the left device diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device.